Manufacturer narrative:
Corrected data: the manufacturing site number was previously reported incorrectly on the initial MFR report #1049092-2016-00216, submitted to the FDA on may 11, 2016. This supplemental is being submitted to provide the correct manufacturing site numbers. Reported to the FDA on july 25, 2016.(B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated "a patient with a burn on the buttock was admitted to the service of severely burned patients." The device was used to manage liquid stools and after six (6) days "necrosis of the tissues" appeared. Reporter stated the patient had developed an anorectal fistula occluded by fournier's gangrene. Patient diagnosis of deterioration with fournier's gangrene and underwent clinical management of "lateral sigmoidal colostomy and excision of the necrotic tissues." Reporter stated "we don't know if this event relates to device." The device was removed. No further information was provided.